Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a patient with an unexpected outcome post aberrometry assisted cataract procedure. Intraocular lens power calculation by the aberrometer was reported to be incorrect. Patient noted blurry vision out of the left eye. Intraocular lens was exchanged approximately three weeks later. Symptoms are reported to be resolved.

Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the pre-operative exam data, the images, and patient information. The cas noted fair to poor fixation visualized via fringe pattern. There was possible wound edema. There was good limbal exposure. The customers reported event was not able to be confirmed. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).